Event description:
It was reported that the luer connector on an ilet system became detached and the user was initially unable to reattach it due to difficulty tightening the connector; after guidance to use pliers with gentle pressure, the user reconnected successfully, and blood glucose reached 279 mg/dl with elevated levels lasting several hours. Symptoms included hyperglycemia without reported ketones, loss of consciousness, or other acute complications, and no medical intervention was sought. Outcomes included temporary elevation in blood glucose with device alerts for prolonged high readings and no need for external assistance or backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the connection issue was resolved through user guidance and that hyperglycemia was associated with the disconnection event. It was concluded that the event was user-correctable with no evidence of device malfunction and that the risk was mitigated through troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.